Event description:
It was reported following a cardiac catheterization and right coronary stent placement, an angio-seal was deployed. Eight days later, the patient returned with a skin abcess. Blood cultures were negative and no pseudoaneurysm was present. The patient was placed on penicillin, bristopen, dose unknown. Eight days later, the patient's status was reported as good with no fever present. A pseudoaneurysm was diagnosed and surgical intervention with application of a venous patch was performed. The patient was also treated with buflomedil, dose unknown. The next day, the patient experienced ischemia of the left foot and a popliteal occlusion. The patient underwent revascularization via a fogarty procedure supplemented with heparin and then calciparine, doses unknown. The patient experienced anemia and was given 2 units of blood. The next day, blood cultures diagnosed citrobacter koseri bacteria and amoxycillin, dose unknown, was given. Fever developed and the medication dose was increased. The patient experienced hemoptysis; a chest x-ray revealed an opacity. A lung scan revealed lung infarction and a decrease in ventilation. Ten days later, new antibiotic medication, ceftriaxone and trimethoprim doses unknown, were given following a fever reassessment for the patient. More blood transfusions were also given. Following more diagnostic testing, the patient was diagnosed with a pseudoaneurysm and a right lung infection. The next day, the abcess was drained with a vak system and the antibiotic treatment for the lung infection was completed with levofloxacin, dose unknown. One week later, embolic incidents were seen on the lung scan. The patient experienced respiratory distress syndrome the following day. The patient expired some days later, date unknown. The physician does not feel the death was associated to use of the angio-seal.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible, since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) caution the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The IFU caution that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The IFU state potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal patient information guide instructs the patient to remove the dressing after 24 hours and clean the area with mild soap and water and dry the area. The site should be covered with a bandage and changed daily or if it becomes wet, until the skin heals. The patient is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site.